Manufacturer narrative:
Add'l catalog #: 100036, lot #: 0910036, expiration date: 04/2010. Add'l device MFR date: 04/2009. Product was not returned for eval. No evidence suggesting of any product/system failure, and the need for corrective action is not indicated. Alexandria research technologies considers the investigation of this event closed at this time. Should the product be returned or add'l info rec'd, the investigation may be re-opened.

Event description:
Pt was converted to a total knee due to tibial collapse leading to loosening of the tibial component. Conversion was uneventful.